Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number: 0003673. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 picture samples were received for evaluation by our quality team. Through examination of the returned samples, one photo shows the case label and the drawing contains a luer slip syringe (this is per drawing dgl275705). The other photo shows a label with a drawing of luer lok (this is per drawing dgl295703). The root cause for this defect could be due to confusion regarding the syringe luer tip types, as there is now only one drawing for all the different types of luer tip syringes.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe had incorrect label information. This occurred on 6175 occasions before use. The following information was provided by the initial reporter: material no: 301031, batch no: 0003673. It was reported that the label including the image / diagram of the syringe tip is incorrect on the outside of the box.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 ml bd luer-lok¿ syringe had incorrect label information. This occurred on 6175 occasions before use. The following information was provided by the initial reporter: material no.: 301031, batch no.: 0003673. It was reported that the label including the image/diagram of the syringe tip is incorrect on the outside of the box.